Event description:
Device analysis performed on the returned electrode found that the shaft had become separated from the hub due to excessive external mechanical force. The shaft was likely damaged by the user by pressing too hard.